Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with results pending for the same. Strong right sub-hypochondrial adhesions with the small intestine lumped together (intestinal adhesions) reporting renal surgeon's seriousness assessment: serious (inpatient/prolonged hospitalization) reporting renal surgeons' causality assessment: possible. Mild periumbilical (incisional wound) adhesions (abdominal adhesions). Reporting renal surgeons' seriousness assessment: non-serious. Reporting renal surgeons' causality assessment: unknown. Reporting renal surgeon's comment: the port site ileus was not related to seprafilm. Pharmacovigilance comment; sanofi company comment dated (B)(6) 2015: this case concerns a (B)(6) year old male patient in whom the seprafilm was applied in (B)(6) 2015 and the patient developed intestinal adhesions a few days later. Due to small temporal gap, a possible temporal relationship cannot be denied. However, lack of detailed information regarding patient's past history, concurrent conditions, concomitant medications, detailed information about the adhesions precludes complete case assessment.

Event description:
This unsolicited device case came from (B)(6) was received on (B)(6) 2015 from a renal surgeon. This case involves a (B)(6) year old male patient who received treatment with seprafilm and later developed mild periumbilical (incisional wound) adhesions and strong right sub-hypochondrial adhesions with the small intestine lumped together. Patient's medical history included laparotomy (partial resection of stomach and small bowel) and gastrointestinal stromal tumour (gist). No concomitant medication and past drug was reported. On an unspecified date in the late (B)(6) 2015, the patient underwent laparotomy for gist and 1 sheet of seprafilm cs pack was applied directly below the incision wound (batch/lot number, expiration date and indication: not provided). On an unknown date, in the late (B)(6) 2015, few days after initiating treatment, patient experienced strong ileus, through which no ileus tube or contrast media could pass through (moderate strong right sub-hypochondrial adhesions with excision of ileus site (the site was probably away from the application site of seprafilm). In addition, mild periumbilical (incisional wound) were observed on the application site of seprafilm. It was reported that seprafilm was not used during this second surgery. On (B)(6) 2015, the events resolved. On an unspecified date in the late (B)(6) 2015, the events resolved. On an unspecified date in the late (B)(6) 2015, patient had port site ileus and underwent the third surgery (adhesiolysis). Excision of the port site was performed and a partial small intestinal specimen was sent for pathological examinations.